Manufacturer narrative:
(B)(4).

Event description:
It was reported that while preparing for an unspecified percutaneous intervention (pci) treatment procedure foreign material was noticed. While unpacking an advantage 26 kit, "red color ink" was noticed on the device "indicator". The device did not come into contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".